Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked. Reportedly, the customer performed a cartridge change to resolve the issue. Customer¿s blood glucose level was 267 - 335 mg/dl. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.